Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site email), e3, g3, g6, h2, h11.

Manufacturer narrative:
Updated fields - b4, b5,b6, b7, d9, d10, e2 e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes), h11 a getinge field service engineer (fse) replaced damaged fiber optic housing. Completed full functional check of device. Compressor test completed - passed. All manifolds test - passed. Helium leak test - passed. Atmospheric pressure reading - passed. Checked drive regulator pressures - all ok. Adjusted time and date. Est completed. Checked error logs, all ok. Balloon pump cleared for clinical use.

Event description:
It was reported that during setup/testing the cardiosave intra aortic balloon pump (iabp) had internal fiber optic cable broken. Patient not involved and no adverse event

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) 1.9 internal fibre optic cable was broken. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.